Manufacturer narrative:
(B)(4). Title: stent fracture, valve dysfunction, and right ventricular outflow tract reintervention after transcatheter pulmonary valve implantation patient-related and procedural risk factors in the us melody valve trial citation: circulation: cardiovascular interventions 2011;4:602-614 doi 10.1161/circinterventions.111.965616 authors: doff b. Mcelhinney, md; john p. Cheatham, md; thomas k. Jones, md; james e. Lock, md; julie a. Vincent, md; evan m. Zahn, md; william e. Hellenbrand, md. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously....

Event description:
Medtronic received information via literature review that a study was performed to evaluate stent fractures after the implant of this transcatheter bioprosthetic pulmonary valve (tpv). Data was gathered from implants from january 2007 to january 2010, during the melody valve investigational device exemption trial. The study population included 150 patients (gender not provided, mean age 19 years), all of which were implanted with medtronic melody valve (serial numbers not reported). Across all patients, adverse events included; 33 type I stent fractures, 11 of which progressed to type ii. An additional 6 type ii stent fractures were identified. One incident of type iii stent fracture was also identified. Treatment for the stent fractures included; 16 valve-in-valve procedures and two valves were surgically replaced. Five re-dilations were performed, but not due to stent fractures. Other adverse events included; increased gradients (35 mm hg). It was reported that 3 melody valves were implanted valve-in-valve into a contegra valved conduit. The specific reason for each valve-in-valve procedure was not provided, but was reported to be regurgitation and/or stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.